Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The rv capture threshold had been 2.5v since (B)(6) 2016.

Event description:
It was reported that during a device follow up, the right ventricular (rv) lead exhibited no threshold, high threshold and exit block. It was suspected that the rv lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.